Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The sensor was inserted into the abdomen on (B)(6) 2026. From (B)(6) 2026 to (B)(6) 2026 the patient was experiencing inaccurate readings. No fingerstick (fs) comparison or cgm value was specified. During the time period, the patient felt weak and dizzy and self-treated with 1 glass of apple juice, 1 glass of orange juice and glucose tablet based on the cgm readings. From (B)(6) 2026 to (B)(6) 2026 the patient did not attempt to change her sensor. On (B)(6) 2026, she felt weak and dizzy. Cgm value shows that she was at 40 mg/dl, (time not specified) and no fs comparison was done. She self-treated with 1 glass of apple juice, 1 glass of orange juice and glucose tablet. The patient's spouse drove her to the hospital. Upon arrival at the hospital at 10:45am cdt, the cgm reading was 49 mg/dl. The patient treated again with 1 glass of apple juice, 1 glass of orange juice and 2 glucose tablets. The cgm value increased to 53 mg/dl and the bg reading was high. Emergency room (ER) nurse conducted a blood work and the bg reading was over 600 mg/dl. The patient was treated with intravenous (IV) fluids at 11:30 am cdt, administered by the emergency room nurse. The patient was admitted to the hospital on (B)(6) 2026. At the time of the report, the patient was still at the hospital and was still feeling weak and dizzy. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026 to (B)(6) 2026. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications on (B)(6) 2026. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.